Manufacturer narrative:
Approximate age of device ¿ 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient developed slurred speech and was noted to feel "like he was having a stroke." Patient was evaluated by neuro and underwent head CT which showed intraparenchymal hemorrhage centered within the left lateral thalamus and posterior limb of the left internal capsule, measuring 1.4 x 1.3 x 2.3 cm. No midline shift was observed. Inr at time of event was 1.4 and patient was given a heparin infusion. Patient was stable and neurologically intact. No additional information was provided.

Manufacturer narrative:
No product was returned for investigation. A correlation between the device and the report of a suspected stroke could not be conclusively determined. The patient remains ongoing on vad support with no further related issues. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.